Event description:
Pt underwent pci with 3.0/23 cypher stent to the rca. Physician was notified on the morning 5 days later that pt arrived at an outside e.r. With an arrhythmia/arrest and subsequent death.